Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the extraction screw broke during surgery after removing the blade from a patient. There was no adverse effect on the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (extraction screw, part number 03.010.411). The investigation of the complained extraction screw revealed that the threaded tip has broken off. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Unfortunately the root exact cause which led to this occurrence cannot be determined. The cross section of the broken surface shows no irregularities; therefore, it is likely that too much mechanical force, well beyond its calculated design, has been applied during removing which resulted in the breakage of the threaded tip. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.